Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "rupture per MRI implant exchange." Device remains implanted.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported right side "rupture per MRI implant exchange." Healthcare professional later reported "any creases." Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, opening assessed as fold flaw opening. ¿ crease/folding of implant: observed. Additional observation. ¿ no penetrating nick (stress marks). No further actions are required as no issues with the manufacturing process are observed. Additional, changed, and/or corrected data: a2, b5, b6, d9, h3, h6.